Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast reconstruction with a 650cc mentor siltex contour profile spectrum prosthesis and experienced left-sided deflation postoperatively. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent removal without replacement on (B)(6) 2022.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast reconstruction with a 650cc mentor siltex contour profile spectrum prosthesis and experienced left-sided deflation postoperatively. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent removal without replacement on (B)(6) 2022.

Manufacturer narrative:
On 23-feb-2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to have a tear (a) on the anterior view, measuring approximately 1.5 cm. In addition, a second tear (b ) was identified at the union between the patch and shell. Microscopic examination was performed in both tears (a and b) and the cause of the deflation could not be identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).